Event description:
It was reported that epiq cvx ultrasound system¿s control panel arm broke and fell onto a patient¿s thigh. There was no patient or user harm associated with this event. A philips field service engineer replaced the control panel arm assembly to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.